Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 87mg/dl, 113mg/dl (in the reported issue notes it was documented as "87/113 I think"). Tests were done within <10 minutes with a difference of 23mg/dl. Pt did not experience any adverse events. No further info has been reported. Note - "customer is sticking the same strip in with the same blood in 3 times 2 different meters and getting 3 different test results". This info was provided in the reported issue notes.